Event description:
It was reported that the patient experienced an erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 16cm x 14mm spectra penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an erosion with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new 16cm x 14mm spectra penile prosthesis was implanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information that the patient experienced distal urethral erosion due to over dilation.

Manufacturer narrative:
Further information that the patient experienced distal urethral erosion due to over dilation, model number/lot number/model description, implant date.